Manufacturer narrative:
Additional information: product analysis: functional analysis was not possible due to a hole on the ibt. During visual analysis the leakage was confirmed. The leakage comes from an transverse rupture located between the peaks of the balloon. Based on the information provided and visual analysis the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 for an initial diagnosis of an l1 burst fracture. It was reported while creating a cavity following usual procedures, a balloon ruptured within the vertebral body. Ibt pressure was reportedly around 140 psi and injected contrast agent amount was 2-2.5cc. Irrigation and suction were performed immediately. Thereafter, cement was injected and the surgery was completed successfully. There was a 16-30 minute time extension to the surgical procedure. It was reported that the balloon ruptured without any noted abnormality in inflation. It was also reported that no fragments were left in the patient¿s body and the patient's postoperative clinical course was reportedly well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.